Manufacturer narrative:
H2. Correction: please note, method code 4117 and result code 3221 no longer apply to this report. H3. The returned device (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was replaced on (B)(6) 2020. No abnormalities were found during replacement surgery. The patient was fine.

Manufacturer narrative:
Concomitant medical products: product ID: 97745; serial# : (B)(4); product type: programmer, patient. Product ID: 97755; serial#: (B)(4); product type: recharger. Product ID: 97745; serial#: (B)(4); product type: programmer, patient. Product ID: 97755; serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that there was poor coupling, and/or a connection issue. Very often, the programmer does not find the implantable neurostimulator (ins) where the ins is charged and no interferences. Sometimes the connection is found when the programmer was placed directly over the device. Additionally, the patient reported regular interruptions during recharging. Especially when they change the stimulation intensity or turning stimulation on/off, then the connection is lost, even though the charging antenna is perfectly in place. Replacement of the recharger and programmer did not solve the issue. A restart and reconnection of the programmer resolved the issue, and everything seemed to work fine. It was reported that battery depth was no issue, but the device pocket seemed to be a bit swollen, and was still very sensitive to touch (5 months after implant). It was assumed that there was some fluid in the pocket around the ins. Additional information received reported that there was no symptoms but touch sensitive at device pocket site (since implant). Patient reported two falls (on the device pocket). The first was on (B)(6) 2020, and again around 3 days later, but according to the patient's statement, the charging issue started before the fall. The charging issue started in (B)(6) 2020, but unknown when the programmer connection issue was first observed. As of (B)(6) 2020, the recharging issue still exists. The cause of the poor coupling, connection issue, and assumed fluid in pocket was not determined. Actions taken included replacement of all external components, and de-activation plus reactivation of the ins on 2020-09-18. Charging instructions were provided on 2020-09-21. The issue remains ongoing with updates to follow.